Event description:
(B)(4). It was reported that during a stenting treatment procedure, the patient experienced a dissection and vessel spasm and a post procedural myocardial infarction was diagnosed. The target lesion was located in the mid lad (left anterior descending artery) with 1% stenosis and was 30 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 38 mm taxus element stent with 0% residual stenosis. During the index procedure, after placement of the 2.75 x 38 mm taxus element stent, it was noted that the lad had diffuse narrowing distally. The guidewire was removed and the vessel was treated with intracoronary nitroglycerin for spasm. It was noted that the spasm disappeared following treatment; however, a dissection still remained. An angiography showed a type c dissection with traces of contrast. There were no st elevations and good flow was noted throughout the vessel. Source documents noted that it was expected that the dissection "would heal without residual stenosis". A check-up injection was planned for the following day and showed the lad had no stenosis in the stent in the proximal vessel with a dissection from the stent to the apex with maintained flow. It was suggested that the subject continue to be treated medically. Post index procedure, the subject had elevated troponin values and a myocardial infarction was reported. The subject was discharged one day post index procedure on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).